Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described as patient made a mistake by not washing their hands. The event was manifested by cloudy effluent. The patient was not hospitalized for the event. On the same day as the event onset, the patient started treatment with intraperitoneal meropenem (1g daily) and intraperitoneal vancomycin (1g every fifth day). Dianeal therapy remained ongoing. At the time of this report, the patient is recovering and remains on meropenem and vancomycin. On the same day as the event onset, the patient was retrained on proper aseptic technique. No additional information is available.